Event description:
Patient representative reported ""muscle pain" and "left implant rupture" "no alcl diagnosed". Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details cannot be requested. No additional information is available at this time. Reason for reoperation: rupture.